Event description:
The patient experienced jaundice secondary to paravalvular leak with significant hemolysis. This valve was the replacement device for rt-319. Intraoperatively, there were two paravalvular leaks noted inferior and superior to the original commisures of the mitral valve. Both leaks were repaired with horizontal mattress sutures and teflon pledgets on the atrial side. A hemashield patch was also placed on the inferior leak. Tee showed paravalvular leak in the original areas. The valve was explanted and replaced with a 33mj-501.